Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2021-19297. Related manufacturer report number 1627487-2021-19299. Related manufacturer report number 1627487-2021-19300. It was reported that patient experienced ineffective therapy. The device system was explanted. There were no complications during the procedure. Patient was stable.